Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to the device not powering on. Due to being unable to obtain readings, the customer reported symptoms of fatigue and sweating and reported self-treating with insulin (dose/type unspecified). No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.